Manufacturer narrative:
It was reported that the transport wheelchair "keeps falling back" and that the end-user experienced a backward fall and head injury. Despite multiple good faith attempts the end-user was unable or unwilling to provide additional information to the manufacturer. No information related to the use of the device, diagnostic testing, or medical treatment is known by the manufacturer. No sample has been returned to the manufacturer for evaluation. A root cause for the reported incident was unable to be determined. Due to the reported head injury, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the end-user experienced a backward fall and head injury.